Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abscess under the lifevest equipment. The patient described the area as an abscess on their back because the garments have not been changed for 3 weeks. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care provider is treating the abscess. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.